Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a nail broke at the locking hole. The device was removed. This is report 2 of 2 for file (B)(4). This report is for the bolt.